Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3mm x 30mm, eccentric, de novo target lesion containing a >45 and <90 degrees bend was located in the mildly tortuous and non-calcified mid left circumflex artery. After pre-dilatation was performed with semi compliant balloon, a 3.00x24mm synergy drug-eluting stent was advanced and deployed to treat the lesion. However, during post dilatation, the physician observed a distal edge dissection. The physician deployed another stent to cover the dissection and completed the procedure. No further complications were reported and the patient's status was stable.